Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 1/vdd on keypad assembly. No unexpected critical block and inverse critical block did not add to zero alarms during testing however, critical block and inverse critical block did not add to zero alarm, line number 213 file number 30, is found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. Customer¿s blood glucose was 8.3 mmol/l at the time of incident. Customer assisted with self test and it was not ok. The insulin pump will not be returned for the analysis.